Event description:
It was reported that the patient "never had good therapy" since implant. An x-ray of the leads was taken which showed that the lead placement was "good" and there were no fractures. It was indicated that two electrode contact pairs had readings of less than 50 microamperes. The patient reportedly did not feel any shocking sensation at the pocket or lead/extension connection. It was noted that the doctor will schedule a revision. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 7482a51, , serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7436, serial# (B)(4), product type programmer, patient; product ID 3389s-40, lot# v589335, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot# v589335, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information on the initial reporter's address added. (B)(4).

Event description:
Additional information indicated the cause of the event was that "the implantable neurostimulator (ins) showed similar impedances across various contacts and on both sides." Right side showed high impedances and low current. Patient was referred for re-interrogation of the ins as intervention. Previously reported x-ray assessment was conducted on (B)(6) 2012. Insufficient benefit was noted as a symptom. There were no hospitalization or injury reported.